Event description:
It was reported that aborted shocks due to lead noise were observed. The cables of the lead were visible under fluoroscopy as having broken through the insulation. Lead was capped. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.